Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had dislodged, and both leads exhibited high thresholds. It was noted that the rv lead also exhibited low sensing and intermittent capture. Intervention for both leads has been planned and the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) and right ventricular (rv) leads were reprogrammed.